Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was found during evaluation that the equipment shows wear on the metallic base part of the blades and on the adult blade accessory. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the equipment shows wear on the metallic base part of the blades and on the adult blade accessory. There was no reported patient involvement. A philips field service engineer (fse) evaluated the device onsite. It was determined that this was a malfunction of the paddle pocket plates. The fse replaced the paddle pocket plates to resolve the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.